Event description:
It was reported that asymptomatic patient presented in clinic for follow up. Review of the stored egm noted that the defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made. The patient was fine after the changes.

Event description:
New information noted that previously reported programming changes had not performed. It was noted that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator continued to exhibit post-paced t-wave oversensing on the ventricular channel. Programming changes were discussed. No further information was reported.